Manufacturer narrative:
A ge rep evaluated the system and determined the monitor needed to be replaced. No further info is available regarding this monitor.

Event description:
The customer reported, there is no display on the monitor. System operates as intended.